Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown surgery, the device could not be unlocked even assisted with trigger. The surgeon had to remove them as a unit and changed the old device to complete. This issue has occurred three times. It was also reported that the connection between the blue handle and metal cracked during the process. There were no reports of a surgical delay or patient harm. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.